Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit values were inaccurate on first calibration on bypass. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.